Event description:
It was reported that pt is complaining of intense pain in his hip, groin, thighs, feet, and toes. His feet and toes are swollen. Pt states that his hip sometimes clicks when he walks. He has been in pain since surgery. He visited his doctor on (B)(6) 2012 and doctor scheduled bloodwork and xrays. Scheduled visit for test results.

Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.